Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect.

Event description:
The customer reported via phone call the insulin pump had an unresponsive keypad. The customer¿s blood glucose was unknown at the time of incident. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.